Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000522, serial/lot: none. A medtronic representative went to the site to perform a system check out and they found that the fuses were blown. The fuses were replaced and the issue was resolved. The system functions as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's mobile viewing station(mvs) would not power on after the site moved the system. The site tried multiple outlets, but the green light did not indicate that the mvs was plugged in. There was no patient involvement.